Event description:
New information received indicated that multiple noise reversion episodes were still noted. Some of the noise episodes resulted in inhibition of pacing. The noise was not reproducible in clinic. Programming changes were made. The patient was stable.

Event description:
New information revealed the lead was capped and replaced on 4sep2020. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine follow up in clinic. It was noted that the lead had several episodes of noise reversion and asynchronous noise reversion pacing. No programming changes or intervention have been made. Patient was reported stable.